Event description:
The insulin pump was returned for scrap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk.